Event description:
It was reported to medtronic minimed that the customer experienced another critical pump error and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0875 inches. Pump did not pass the sleep current measurement test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alerts/alarms/anomalies noted during testing. Pump error 41 on 09/19/2024 16:47:49.000 and pump error 43 on 09/19/2024 16:47:49.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Unable to do the force sensor zero offset test due to moisture damage to the motor assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. No current code was not confirmed. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Pump error 41 and pump error 43 were confirmed due to moisture damage to the motor assembly. Pump was received with a high sleep current measurement due to moisture on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.